Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered, it was observed during testing. The field service engineer (fse) replaced flow sensor to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the tidal volume is inaccurate. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse suggested on-site inspection of the sensor and provided parts ID for the flow sensor assembly. Investigation is ongoing.